Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2021, a patient underwent a port placement procedure using vaccess CT power-injectable implantable port. On (B)(6) 2025, it was reported that the catheter was found to be damaged and torn. On (B)(6) 2025, the device was removed. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. B1, b2, b3, b5, g3, h1, h6 (patient). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2021, a patient underwent a port placement procedure using vaccess CT power-injectable implantable port. On (B)(6) 20225, post port placement procedure the catheter was allegedly found damaged and ripped. It was further reported that on (B)(6) 2025, the catheter allegedly found leaking and patient had neck pain. On (B)(6) 2025, the device was removed. Current status of patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one catheter segment was returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A partial compound break was noted on the catheter approximately few centimeters from the proximal end. The edges break on the catheter were noted to be jagged and surface was noted to be granular. Upon infusion a leak from the break was observed. Aspiration was attempted and was unsuccessful as only air returned. Therefore, the investigation is confirmed for the reported fracture and identified wear and deformation issues. The definitive root cause could not be determined based upon available information. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using vaccess CT power-injectable implantable port. On (B)(6) 2025, the device was placed. Post a port placement procedure on (B)(6) 2025, the catheter was allegedly found damaged and ripped. It was further reported that the catheter was allegedly found leaking. Furthermore, the patient had neck pain. The device was removed on (B)(6) 2025. The current status of the patient is unknown.